Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics were dispatched and then he was taken to the emergency room on (B)(6) 2016. His blood glucose level was 500 mg/dl. The customer's feet were very fragile. The customer was given insulin. The customer was unsure if he was wearing the insulin pump at the time of hospitalization. The device was not returned.